Event description:
Customer called to report bgs. The bgs were treated with a manual injection. It was stated that the cannula sometimes was bent. Device had been dropped, but no exposure to moisture. Troubleshooting was performed. Pump tested ok but the insulin did not exit, and the driver block slide freely on the lock position.